Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The pump was reset to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue. As well, as that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer¿s blood glucose level was 271-368 mg/dl. The customer reverted to an alternate method in insulin therapy.